Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture ingress in the ir window. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 08/19/2016. The device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: there was no evidence of moisture observed before opening the pump. The pump passed a leak test. There was no internal moisture found. Unrelated to the initial allegation, the battery compartment was cracked.